Manufacturer narrative:
(B)(4).results of evaluation by the baxter plant indicate:one used set with cap on dark blue connector and no cap on patient connector was received. During visual inspection it was noted that the set contained a cut at the base of the silicone bushing on the tubing. The complaint was confirmed in the lab for crack.

Event description:
On (B) (6) 2010, patient reported she has been having higher than normal readings. Patient stated her blood glucose was 290 mg/dl. Patient's normal blood glucose is 140 mg/dl. Patient reported she gave herself an injection and this brought her blood glucose down to 260 mg/dl. Patient stated the infusion adapter has never been changed. Advised to change adapter with every 10th cartridge change. Patient reported the insulin is cold when she fills the insulin cartridge. Advised to always let the insulin warm up to room temperature. Had patient disconnect and bolus 2 units of insulin; insulin dripped out of the end of the tubing. Patient reported she has spoken with her doctor since she received the infusion device but the basal rates are set to what the trainer set them at. Patient reported having back pain and back problems recently. Patient reported she has taken an injection and it is beginning to lower her blood glucose. Advised to monitor her blood glucose closely. On follow up call on (B) (6) 2010, patient reported she continues to have elevated blood glucose readings. Patient stated her blood glucose was 209 mg/dl today and she gave herself 1 insulin injection which did not bring it down much so she took another injection 20 minutes ago. Advised to switch to backup infusion device and use new insulin, infusion sets, and new insulin cartridge. On follow up call on (B) (6) 2010, patient reported she switched to her backup infusion device on (B) (6) 2010 and her blood glucose has regulated back to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
(B) (4). The actual sample is to be returned for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This is a spontaneous report received by a baxter (B) (4) sales representative on 11jan2010 regarding a broken twist clamp on a transfer set resulting in a female patient developing peritonitis. The set was on the patient since (B) (6) 2009. The defect set is available and will be send to for evaluation. Patient initials: (B) (6), gender: female. The following additional information was received from the nurse on 21jan2010: the patient is on ambulatory peritoneal dialysis (apd) since (B) (6) 2005. She is not using any cleaning solution or disinfectant on the transfer set and is well instructed to not over torque the twist clamp. Excess of fluid was noticed from the female adapter with the clamp in the closed position. On (B) (6) 2010 when the leak was noticed, the patient went to the dialysis center. The dialysate was cloudy. Treatment with antibiotics (1g fortum + 1g vancomycin added to the dialysis solution) was immediately started. On (B) (6) 2010, the dialysate was clear but the antibiotic treatment continued until (B) (6) 2010. No organism was detected in the dialysate. The leucocyte count was 3200 on (B) (6) 2010 and increased to 7200 on (B) (6) 2010. The patient reported at the beginning about light abdominal pain which disappeared with the cloudy dialysate. The patient's outcome is unknown.